Event description:
It was reported that the patient had an "uncomplicated postoperative course and very good effect, "following implantation of the neurostimulator. The patient developed a large "hen's egg" swelling over the location of the device on the patient's right side. It was noted that the swelling also "fluctuated." The patient was treated with oral penicillin (1.5 g, three times daily, for one week) without clinical effect. Blood samples before the treatment were normal. A local puncture performed after the treatment showed the growth of bacteria. The specific infection-causing organism was not provided. The patient's device was subsequently removed and a second device was implanted on the left side of the body. One month later, the patient developed "blister-like bulges" around the implantation scar. It was, then, planned to remove the second neurostimulator and not reimplant the patient with a new device for three to six months. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).